Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump was exposed to water. It had fell in a cooler. The insulin pump's display went blank immediately after it was exposed to moisture. The insulin pump was vibrating without an alarm or alert. The customer's blood glucose level was unknown, but was reported to be under 200 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unable to verify unit vibrating or constant tone anomaly due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.